Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro was initially connected. Device was inserted inside the leg and excessive smoke was observed in the tunnel. The device was pulled out from the leg and the tissue welder's tip red hot and started on flame. The power was immediately disconnected from the device. They irrigated the patient leg and did not see any evident of burn mark. The hospital then replaced the extension cable and using the new hemopro device, successfully completed the case. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.